Event description:
The sales rep was notified that during an endoscopic vein harvesting procedure using the hemopro 2, there was excessive force required to activate the cautery. The hospital reported that the force needed has given the pa some hand pain over time. It was reported that he has arthritis and tendinitis from long term use of the device. The hospital will reportedly not be returning the device in question.

Manufacturer narrative:
This report is under investigation. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).